Event description:
Physician attempted to use an inpact admiral av drug eluting balloon device for patient treatment in the center forearm avf vein with calcification, tortuosity and fibrous. No anatomical abnormalities reported. It was reported that balloon inflation difficulties were experienced at 3 atms. An additional expansion was performed using the balloon which was used in the previous expansion, and the procedure was completed. No patient injury reported for this event. When the device waas returned it was noted that there was a leak from the balloon.

Manufacturer narrative:
Product analysis the device returned in a bio-hazard bag visual inspection of the returned device found no deformation evident to the distal tip the balloon folds returned expanded no deformation was evident to the proximal balloon bond the leur of the device matches the complaint on file an attempt was made to inflate the device, but the balloon could not hold pressure. Liquid was noted exiting a pin hole on the proximal balloon cone medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.